Event description:
While using a g131 they allege that handpiece was heating up, no injury resulted. During investigation it was found to have a blockage in the handpiece cable causing restricted water flow.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection of device found woe hose,tubing,clogged; debris buildup in the water filter. Blockage in the handpiece cable causing restricted water flow. Will replace damaged/worn components and recalibrate unit to factory specs. DHR review is not required because the product was returned for evaluation and the customer complaint is a known hazard and is tracked as part of monthly psc meetings.